Manufacturer narrative:
The system was serviced in the field and failed mechanical inspection due to the system not docking. The representative invalidated home and completed docking. The failure was resolved. Concomitant medical products: other relevant device(s) are: product ID: bi71000483, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the imaging system is no longer docking. There was no patient present. Additional information was received. The x-stage cover was replaced and discarded.